Manufacturer narrative:
(B)(4).

Event description:
Edwards received information that a patient with a failing 21mm pericardial aortic valve underwent a valve-in-valve procedure with a non-edwards device due to severe stenosis after an implant duration of nine (9) years, nine (9) months, and seven (7) days. Both devices remained implanted. Per obtained medical records, the patient presented with severe aortic bioprosthetic stenosis and increased shortness of breath over the last few months. The patient underwent transfemoral aortic valve replacement and assessment of the valve by transesophageal echocardiogram (tee) demonstrated a mean gradient of approximately 12 mmhg across the newly placed valve. The tee after valve deployment showed no paravalvular regurgitation and a normal functioning bioprosthetic valve. The patient maintained excellent hemodynamic stability throughout the procedure and was discharged to home on post-operative day two (2).

Manufacturer narrative:
Date of event was corrected to (B)(6)-2016.updated with correct event description.

Event description:
Edwards received information that a patient with a failing 21mm pericardial aortic valve underwent a valve-in-valve procedure with a non-edwards device. The patient outcome post-operatively was noted as stable.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis and additional information was not provided, the root cause for the regurgitation and stenosis remains indeterminable. However, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. If new information becomes available, a supplemental report will be submitted. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a failing 21mm pericardial aortic valve will undergo a valve-in-valve procedure after an implant duration of 9 years, 9 months, and 7 days. Failure was indicated as due to stenosis with trivial regurgitation. No additional information was made available.